Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. (Event ed supv) the following information was provided by the initial reporter: the button to draw back the needle after sticking the patient isn't working. We have had 5 nurses today report they've almost been stuck with a dirty needle due to this malfunction. Ed supv opened one to see and it malfunctioned on first try.

Manufacturer narrative:
The complaint that the safety mechanism was not working could not be confirmed from the representative 20g insyte autoguard units that were received in sealed packaging from lot 4332805. A functional test revealed that the needle fully retracted when the safety mechanism was activated and the retraction time was within specification. The affected units were not returned for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.